Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned in pieces and analyzed. Analysis indicated that no anomalies were found, however, visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead presented with rising thresholds and impedances. The lead was explanted and replaced. After removal, calcification was noted on the lead. No patient complications have been reported as a result of this event.